Manufacturer narrative:
Device has been evaluated but not repaired.

Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third party service center, a failure related to the device's oxygen blending module was observed. The oxygen blending module will be replaced to address the issue.